Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, follow the implantation procedure, the patient experienced vaginal pressure and pain, vaginal bleeding, and/or dyspareunia (specifics unknown) reportedly, the patient continues to experience pervasive vaginal discomfort (specifics unknown). All other information is unknown and reportedly unavailable.